Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer did experienced the symptoms such as nausea and vomiting. The customer was treated with manual injection and drip for high blood glucose level. The customer did alleges insulin pump was under delivering because they treated with insulin pump twice. Troubleshooting was done for high blood glucose and under delivery. The customer was not using auto mode feature. Customer had been using insulin pump system within 48 hours of reported high blood glucose level. The customer stated that the insulin pump pass the self test. The insulin pump will be and reservoir will not be returned for analysis.